Manufacturer narrative:
As reported, during the sacrocolpopexie procedure, the capsure fasteners came out angled. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a sacrocolpopexy procedure on (B)(6) 2026, the capsure fasteners came out angled while applied pressure to fixate into the promontory. There was no patient injury.